Event description:
A talent thoracic stent graft sys was implanted in a pt for the endovascular treatment of a thoracic dissection approx 3 months ago. Details on the dissection anatomy were not reported. It was reported that the pt returned for a follow-up approx 2 months ago post-implantation and presented with back pain, and the CT showed a proximal type I endoleak. The initial placement of the thoracic stent graft was reportedly lower than intended; however, at the time of implant, no endoleak was noted. The physician elected to intervene by placing a talent thoracic stent graft, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Endoleak. Treatment of a thoracic dissection.